Event description:
It was reported that a code 1003 was observed for this pacemaker, which is indicative of voltage too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. This pacemaker remains in-service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced with a new pacemaker, which remains in service. No additional adverse patient effects were reported. This pacemaker has been returned and is expected to be analyzed.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that a code 1003 was observed for this pacemaker, which is indicative of voltage too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. This pacemaker remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.